Event description:
It was reported that an asymptomatic patient was in clinic after receiving a vibratory alert. The device went into bvvi mode. Sending device images for further review was suggested. The device was successfully restored. Full reprogramming changes were suggested.

Manufacturer narrative:
(B)(4).